Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed along with ECMO for the support of a 68 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, in scai stage e shock. The patient had known cardiac disease, diabetes, and was seen to be in need of distal perfusion to the impella accessed limb, the right leg. The perfusion line was placed and ischemia signs resolved. After 8 days of support the patient had care withdrawn and expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemodynamic instability/ischemia/ppae: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.